Event description:
Revision surgery - due to impingement on the neck and liner and the patient has bursitis.

Manufacturer narrative:
The reason for this revision surgery was to address bursitis after 7.4 years of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the (B)(4) complaint for this product: one for a fit issue, three revisions, one cracked/broken device, (B)(4) due to dislocation, (B)(4) due to pain, (B)(4) due to infection, three due to trauma, one for a surgical technique, three for stability/poor joint, one malpositioned, one failed device, three for a packaging concern, and one indeterminate. This is the first complaint for this lot number. The root cause for the bursitis was most likely due to impingement on the neck and liner. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.